Manufacturer narrative:
Terumo cardiovascular systems corporation has not received the actual device for evaluation; therefore, the investigation has yet to be completed. A follow-up report will be submitted when the investigation is complete and/or more information becomes available. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass, after priming and during initiation of extracorporeal circulation, a leak was found at the sensor resulting in 1 cc of blood loss for the patient. The device was changed out with another from the same lot and no problems occurred with the new one. The procedure was completed successfully without delay. Blood loss of 1 cc. Device was changed out. Procedure completed successfully without delay.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted on (B)(6) 2015. The actual device was microscopically inspected upon receipt and no issues were found that could have caused the unit to leak. The returned device was then gradually pressurized in a water bath to roughly 1000mmhg, during which time the unit began to leak at the large bore end weld. A review of the device history record revealed no anomalies. A definitive root cause could not be determined but has been attributed to excessive shipping and handling which could have caused enough disruption to the part's mechanical integrity to result in the reported leak. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.